Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that the femoral introducer was pushed forward and then pulled back while the secondary legs was expanded, and it caused the filter to significantly tilt when the filter was released. The filter was retrieved, and a competitor device was used instead to complete the procedure. According to the instruction for use once the femoral cup is past the tip of the introducer sheath, the secondary legs of the filter are expanded. Attempting to retract the filter at this point of the deployment sequence could damage the secondary legs or caval wall. There are adequate controls in place to ensure the device was manufactured to specifications. No device was returned for evaluation but with the information provided it is likely that the user unintendedly pushed the femoral introducer forward and then pulled it back while the secondary legs was expanded which contributed to the filter tilted significantly during deployment. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: when the physicians went to deploy the filter, the resident that was doing it instead of pin and pulling, pushed the device forward and then pulled it back which caused the secondary structure of the filter to engage and expand when they released the filter. It caused the filter to tilt significantly. Then physicians had to go in and retrieve the filter and use a filter from another manufacturer. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.